Manufacturer narrative:
The device is not available for evaluation, without the return of the device the probable cause could not be determined.

Event description:
The event involved a transpac® it monitoring kit w/safeset¿ reservoir, 03 ml flush device, 84" red stripe pressure tubing and 2 needleless valves where it was reported that the syringe plunger of the arterial pressure sensor broke in the syringe. The blood has passed between the plunger and the plunger head. The clinical consequence: there was a need to remove and change the device (with blood). The medical intervention: the device had to be replaced. Delay in therapy: the time needed to replace the device. Blood loss: about 10 ml, therefore not significant. Patient¿s condition: no significant change. No drug used with this device. The blood was not in contact with a healthcare professional or a patient. No exposure to hazardous product. There was patient involvement but no human harm.

Manufacturer narrative:
The reported complaint of separation was confirmed. No product samples, videos were returned for evaluation. However an image was provided by the customer showing ingress in the safest reservoir. Without the return of the reported sample a probable cause could not be identified.